Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh and bard uretex sup were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to cystocele, rectocele, vaginal vault prolapse, and sui. It was reported that following insertion the patient experienced infection, urinary problems, bleeding and dyspareunia. It was reported that patient underwent mesh revision on (B)(6) 2012 due to graft was contracting and causing discomfort. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent a&p repair w/vaginal vault placement, suburethral sling and cystoscopy. It was reported that patient underwent mesh revision/removal on (B)(6) 2014.